Manufacturer narrative:
Received one (1) used for the investigation. Could not confirm reported complaint of disconnect, connected the braun catheter to the 13775031 extension set. The reported condition of disconnection could not be confirmed, since when the sample (034-mc3316) was connected to ICU medical male slip luer it meets the product performance specification. The lot history was reviewed and no nonconformities were identified that may have contributed tot he reported complaint.

Event description:
The event involved a 15cm (6") extensión de calibre pequeño bifurcado con 2 microclave®where a disconnection was reported. The customer stated when the patient returned from the bathroom, almost finishing the treatment, a disconnection had occurred between the ICU medical bifurcated extension set and the braun security catheter (24g), 19 mm. The event occurred during infusion of carboplatin. Protocol was followed for spill of cytostatic in the area where the patient was around. There was patient involvement, however, there was no delay in therapy, there was no adverse event, and no one was harmed as a result of this event.